Event description:
Pt had silicone nasal implant. The procedure was performed in a foreign country. This was done for cosmetic reasons. The implant was extruding through the tip of her nose and had to be removed.